Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: the customer is experiencing a piece of plastic floating in the bag after spiking with non-vented dispensing pins. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4) although no samples were provided for further evaluation, pictures were provided. The returned pictures were visually evaluated per specification. The first picture shows a baxter bag with something floating in a bag. However, it is not clear from the picture if it is a piece of plastic floating. The second picture shows the blister lid of non-vented dispensing pin. Picture also shows partial picture of dispensing pin from which it is not sure if the dispensing pin's piece is floating in bag. Therefore no defect can be determined. Based on the results of the sample evaluation, no specific conclusions can be made regarding the cause of the reported event. Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.